Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01026. It was reported the patient was not receiving effective stimulation. X-rays were taken and showed the lead had migrated. The leads were originally implanted at c2 and the x-rays showed the leads had migrated to c4 and c5. In addition scar tissue was present all the way to c2. The patient underwent surgical intervention on (B)(6) 2017 where the model 3186 was explanted and the tripole was unplugged from the ipg. A penta lead was implanted.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01026. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the paddle lead (model 3228) was explanted. The penta lead remains implanted with good impedances. The weakness from the compression from the lead that was explanted seems to have improved.